Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-03748. It was reported that the patient's ipg became inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention on (B)(6) 2023, to address the issue. During the procedure, the physician had accidentally cut the lead. In turn, both the ipg and the cut lead were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.